Event description:
It was reported that during an arthroscopy, two (2) firstpass suture passers broke in the patient. The pieces were retrieved. The procedure was completed with a back up device. It is unknown if there was a delay and no further complications were reported.

Manufacturer narrative:
H11: internal complaint reference: (B)(4). H3, h6: this complaint was opened by smith+nephew to document a product problem associated with a smith+nephew device. The reported problem relates to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Manufacturer narrative:
H10 h3, h6: the reported devices were received for evaluation. A visual inspection revealed they were returned together without any original packaging. The suture capture has been disconnected from the upper jaw of both devices. Neither suture capture was returned. No other visual deficiencies. A functional evaluation was performed on the returned device and found the aligned jaws will close and the suture passer needles will deploy when trigger is initiated. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A definitive root cause for the reported issue could not be determined. Factors that could have contributed to the failure include procedural variance, or deviations from established protocols, increasing risks and leading to unintended consequences (an impact event to the device inconsistent with normal use or excessive force to the device). Based on this investigation, the need for corrective action is not indicated.